Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation and stenosis. According to the operative report, the patient had mitral valve repair done in 2003. The patient's functional recovery from that procedure was excellent. Unfortunately, over the past 12 months, the patient suffered from severe congestive heart failure type symptoms. The patient was found to have severe mitral regurgitation, mitral stenosis and tricuspid regurgitation as well. Therefore, the patient was referred for mitral valve replacement. The ring was removed and the valve was replaced with an edwards bioprosthetic valve. Per the surgeon, the reason for explanting the ring was patient related and not related to a product malfunction.

Manufacturer narrative:
Device not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 6 years and 10 months. The reason for explanting the device was not provided. Despite repeated attempts to receive further information regarding the device and event, no response or sample for evaluation was received.